Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated the reaction consisted of itchiness, pain, a burning sensation, drainage, and a burn-type wound. When the reaction dried, the area was treated with aloe vera gel. Skin tac and tegaderm barrier products have been applied to the skin prior to inserting the sensor; however, the reaction continued to occur. A healthcare personnel (hcp) was consulted; however, there was no documentation of medical intervention. The patient reported permanent scarring as a result of the s.